Manufacturer narrative:
Pt had to go back to surgery for a laparoscopic repair of an anterior rectal defect that surgeon could not see with tem equipment. Test included use of a dummy abdomen, test tubing. Electrical test performed. Pt info: the user facility has not provided pt info as of this date. When pt info is provided, there will be a f/u report done. Eval summary (B)(4) tem pump: the tem pump was tested mechanically and electrically for all functional attributes. There were no non-conforming issues found. The pump functioned properly to spec. The pump has since been returned to the facility. Two pieces of the tem instrument set, 8840.20 housing and the 8840.241 working insert was examined. All components worked as intended. Feedback from the user facility is that the pump is working well. Cause of event: the cause is unk for the lack of insufflation.

Event description:
It was reported that a major complication due to malfunction of the tem (transanal endoscopic microsurgery) equipment which required pt to return to the operating room for a laparoscopic repair of an anterior rectal defect that could not be seen with the tem. This was due to a lack of insufflation. There may be multiple sites of leak and dysfunction.